Event description:
The customer reported that the device would not turn on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided a replacement device to the customer. Physio will evaluate the device upon receipt in redmond. Physio-control will submit a supplemental report on this event.